Manufacturer narrative:
The technician found hospital fluids on the side rail latch assembly. The technician cleaned the side rail latch assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the side rail is not latching. No injury reported.